Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, the esheath was inserted without resistance, despite a steep vessel angle, and the vessel was pre-dilated using a 16f dilator. Upon advancing the delivery system through the esheath, resistance was encountered. Despite this, the system and valve were successfully advanced beyond the sheath tip. Fluoroscopy imaging revealed that the valve frame was damage with one bent strut. This complication contributed to difficulty in withdrawing the delivery system through the sheath. Ultimately, the entire system was removed as a single unit. The valve and delivery system did not protrude through the side of the sheath while inside the patient. After withdrawal, it was observed that the sheath liner and distal tip were torn as a result of the withdrawal difficulties. A new kit was prepared to continue the procedure without issues. The second valve was successfully implanted and the patient was in stable condition without any injury. The perceived root cause of the event was attributed to small vessel diameter, vascular tortuosity, and calcification.

Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07056. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint distal tip torn was confirmed based on the available information. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in manufacturing process variation during tecoflex trimming step leading to hdpe damage. In this case, provided information indicated that patient had presence of calcification and tortuosity. Patient factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance was confirmed based on the available information. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (steep insertion angle) likely contributed to the event as per reported information, the delivery system was inserted through the sheath at a steep insertion angle, and patient presented calcification, tortuosity and small diameter of the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In addition, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Finally, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The complaint for sheath liner torn was confirmed based on the available information provided. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (device manipulation, steep insertion angle) likely contributed to the event as per reported information, the sheath was inserted at a steep angle, and patient presented calcification, tortuosity and small diameter of the access vessels. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.